Event description:
It was reported that the insulin pump alarmed unexpected restart, signal too low, and spanish software anomaly. The customer's blood glucose was 169 mg/dl. The customer did not recall when the alarms had occurred, as they had been found in the device's alarm history. The customer was advised to disconnect and remove the reservoir from the insulin pump. The customer was advised to perform the rewind process again and to program a normal bolus into the air. The customer confirmed that the bolus amount was recorded in the bolus history. Customer noted that a temporary basal was not programmed before the alarms occurred. The insulin pump passed the self test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.